Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 330mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). As treatment, the patient resume treatment by applying a new a pod.

Manufacturer narrative:
The device was received with the cannula deployed. No issues were found with the needle mechanism that would result in a failure for the cannula to insert into the infusion site. Although no issues were found with the needle mechanism, the exact cause of the reported event could not be determined. The adhesive pad was attached to the bottom housing of the returned device. No issues were observed with the adhesive pad or the adhesive welds. Although no issues were observed, the exact cause of the failure to adhere could not be conclusively determined. The failure to adhere did not affect insulin delivery.